Event description:
It was reported by a patient advocate that this implantable cardioverter defibrillator (ICD) had a red call doctor (rcd) icon triggered on its associated communicator. Boston scientific technical services (ts) assisted in troubleshooting the issue. Ts noted the patient-initiated interrogation (pii) was successful, however there was a yellow sending wave. Ts recommended the patient go to a clinic per the rcd process. Latitude reports revealed this device has a history of high out of range shock impedance, which caused the rcd. A bradycardia lead in the right ventricular (rv) port, which would cause high out of range shock impedance as the circuit in the device is not complete. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported by a patient advocate that this implantable cardioverter defibrillator (ICD) had a red call doctor (rcd) icon triggered on its associated communicator. Boston scientific technical services (ts) assisted in troubleshooting the issue. Ts noted the patient-initiated interrogation (pii) was successful, however there was a yellow sending wave. Ts recommended the patient go to a clinic per the rcd process. Latitude reports revealed this device has a history of high out of range shock impedance, which caused the rcd. The device remains in use. No adverse patient effects were reported.